Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the device was not functional, and the coupling piece and couple-shaft were coming apart. It was further determined that the device failed pretest for check the tool coupling. During repair, it was observed that the components had signs of loctite deterioration and the other components were worn. It was further determined that the issues were consistent with loctite deterioration over time. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the hudson reaming attachment device was broken. It was further reported that the device was a laboratory equipment and had never been used in a surgical setting with a live patient. During in-house engineering evaluation, it was observed that the coupling piece and couple-shaft came apart. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.